Manufacturer narrative:
Migration was observed following the implantation of this biotronik device. Therefore, the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Event description:
Patient reported that device fell out when he was changing the bandage and bending over. Doctor reported a small hematoma which could have led to the device migration. Should additional information be received, this file will be updated.